Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 441 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer was assisted with removing the reservoir, their line was disconnected and they were unable to be reached. Troubleshooting was not completed on the insulin pump.